Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the (B)(4) study. According to the complainant, the patient received her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2011. On (B)(6) 2011 the patient had experienced an event of asthma aggravated with symptoms of increased wheeziness, shortness of breath and a cough. The subject received prednisone 50mg for four days. Additionally, on (B)(6) 2011 the subject had a fever of over 38 degrees celsius, with increased yellow sputum production indicating the beginning of an infection and received antibiotics (moxifloxacin) 400 mg. The symptoms resolved on (B)(6) 2011. The procedure had been completed with the alair bt catheter with no device malfunctions reported. Updated (B)(6) 2011. Moxifloxacin was prescribed for the fever beginning on (B)(6) 2011 and concluding on (B)(6) 2011. On (B)(6) 2011 the patient experienced coughing and throat irritation; however the symptoms resolved on (B)(6) 2011 without intervention.

Manufacturer narrative:
(B)(6). Study: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient received her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2011. On (B)(6) 2011, the patient had experienced an event of asthma aggravated with symptoms of increased wheeziness, shortness of breath and a cough. The subject received prednisone 50mg for four days. Additionally, on (B)(6) 2011, the subject had a fever of over 38 degrees celsius, with increased yellow sputum production indicating the beginning of an infection and received antibiotics (moxifloxacin) 400 mg. The symptoms resolved on (B)(6) 2011. The procedure had been completed with the alair bt catheter with no device malfunctions reported.